Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device lot #: 3320922. D4. Medical device expiration date: 28-feb-2025. H4. Device manufacture date: 16-nov-2023. D4. Medical device lot #: 4003731. D4. Medical device expiration date: 30-apr-2025. H4. Device manufacture date: 03-jan-2024. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, 3 tubes underfilled. There was no report of patient impact. Affected quantity by lot: 3320922, qty 2. 4003731, qty 1.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 40 retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, 3 tubes underfilled. There was no report of patient impact. Affected quantity by lot: 3320922, qty 2. 4003731, qty 1.